Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: a review of the pump history showed cs 087 call service alarms. During investigation, the pump powered on to a blank display with audio tones and vibration features functioning properly. Further testing was not able to be performed due to the blank display. The pump case was removed and the display screen was found to be cracked. A test display was inserted and the pump was rebooted. The pump powered up and immediately emitted and a cs 69 call service alarm. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The complaint of call service alarm could not be adequately investigated due to the blank display screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (b)(6 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.